Event description:
A customer reported receiving occlusion alerts. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the issue as customer declined follow-up.